Event description:
It was reported that when trying to recanalize the rca, the distal part of the guide wire broke into two pieces. The separated segment, of about 3cm length, remained in the vessel wall. It was decided not to retrieve the fragment out of the vessel. The pt was reported to have tolerated the procedure well.